Event description:
It was reported that the pt experienced a loss of therapeutic effect after being struck by lightening. The lead impedance measurements were normal. The pt was at the clinic in fair condition. Further info is being requested from the hcp.